Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they could not trust the quick values measured on the coaguchek xs meter. No further details were provided regarding specific test values. The meter was provided for investigation. It was received on (B)(6) 2018 and checked. During a check of the display, 7 segments from the result section of the display lighted up weakly. The measured value on the meter could be interpreted incorrectly as a result of the display issue. No adverse events were alleged.

Manufacturer narrative:
The meter was returned for investigation. Upon investigation of the returned meter, a defect in a circuit board conductor was found.